Event description:
On (B)(6), 2008 this pt underwent repair of a transected aorta with two gore tag thoracic endoprostheses. It was reported that the pt was admitted to emergency room, (B)(6), 2012 (exact date is unk), with claudication. Images revealed the tag device had infolded and reintervention was planned. On (B)(6), 2012 the pt underwent a reintervention to correct the infolding of the tag device. The physician implanted a (B)(4) and this resolved the infolding. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.